Manufacturer narrative:
Neither device or imaging was available for evaluation. It was reported that the patient was not doing well after a two-level secure-c implant which required a posterior laminoplasty. Leading up to the removal of the secure-c implant, the patient underwent an adverse event, "failure of posterior laminoplasty secondary to trauma (assault) resulting in fixed kyphosis at the inferior arthroplasty level with cervical myelopathy. The patient was treated with secure-c at c4-5 and c5-6. The endplates and core implanted at c4-5 were removed and fused on (B)(6) 2021. Please note that secure-c is indicated as a one-level device only. It is uncertain if the implant at c5-6 was also removed. It was reported that the surgeon who removed the implant was not the original surgeon to treat the patient, bone wax was used on exposed bleeding bone, and the implant endplates covered approximately 80% of the vertebral endplates. During removal, it was stated that there was damage to the uhmwpe core. The overall clinical outcome is pending. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant.